Event description:
On (B)(6) 2012, the lay-user/patient contacted animas (anm) alleging that keypad up, down, and ok button presses did not activate desired pump functions. The patient did not allege any harm or injury because of the reported issue. The alleged issue was not resolved with troubleshooting. The pump was replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that the pump was unresponsive to keypad button presses. There is no evidence however that the alleged issue contributed to a serious injury. The patient did not report any blood glucose values, symptoms, or treatment suggestive of a serious injury.

Manufacturer narrative:
The pump was returned to animas and evaluated by product analysis on (B)(6) 2012 with the following findings: the keypad was found to be intact with no evidence of tearing or peeling. The "up" and "ok" keys were observed to be intermittently unresponsive. The "contrast" and "down" keys were found to be responsive. The keypad was removed to inspect key contacts for contamination. Contamination was found under all key contacts.